Event description:
Info received indicates the bed will move in reverse when the intellidrive handles are pushed forward.

Manufacturer narrative:
The facilitie's maintenance reseated the intellidrive push handles on the junction board to repair the bed.